Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank display. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the liquid crystal display (lcd) flex to be disconnected from the input/output printed circuit board (I/o pcb) which caused the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported blank display which was reproduced. The lcd flex was reconnected to the I/o pcb to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.